Event description:
It was reported that during a patient event, the device would not recognize a connection to the patient with the quik-combo therapy cable assembly. The customer tried to connect two additional sets of defibrillation electrodes during the event, but the device was still unable to detect a connection. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to the therapy connector wire harness assembly (w11) ribbon cable connector (p23) which was not connected to the mating connector (j23) on the therapy pcb assembly. The ribbon cable assembly was reconnected to the therapy pcb assembly and then proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. There were no discrepancies observed with either the ribbon cable connector or the mating connector on the therapy pcb assembly. The conclusive cause of why the harness was not connected properly could not be determined.